Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that while removing the ablation catheter in the end of the procedure the physician noticed air in the side port of the 8.5f sheath with curve viz mdc sheath. Air had not been present pre/intra procedure. Sheath was removed and case ended with no adverse effects to the patient. It is not clear whether there was any blood return. No intervention was required. The patient fully recovered. The patent¿s sex is male. This issue did not require percutaneous or surgical removal. It is unknown if any air has entered the body. The observed air in the side port of the sheath has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that while removing the ablation catheter in the end of the procedure the physician noticed air in the side port of the 8.5f sheath with curve viz mdc sheath. The investigational analysis completed 1/24/2020. The device was inspected and it was found in good conditions. Then, during the second visual inspection, a kink was observed on the middle shaft. A cool flow pump test was performed and device was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of kink on shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipping. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).